Manufacturer narrative:
The authorized service personnel (asp) evaluated the unit and verified the reported problem. The asp replaced the flow sensor to address the reported issue. The asp also reported that the unit was not in use on patient when the reported event occurred. Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use at the time of the reported event, and therefore does not present potential risk of patient harm or injury.

Event description:
The customer reported the tidal volume cannot be displayed. There was no report of patient or user harm.